Event description:
Found during testing. The customer reported that the defibrillator cannot charge at energy selections less than 10 joules, that all higher energy outputs above 10 joules are ok.

Manufacturer narrative:
The customer reported that he has replaced the energy storage capacitor and the high voltage transfer relay as well as the power conversion pcb assembly, and changed the main pcb assembly. The customer declined an offer of svc from physio-control. The reporter stated the device will be permanently removed from use in the hosp.